Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead are exhibiting low out of range pacing impedance measurements of less than 200 ohms. The device was previously tracking some noise but this has since stopped and there were no pauses or asystole noted. The crt-d was reprogrammed to vvir and the patient will have a ra lead replacement procedure sometime in the future. For now, the system remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information from the field was received that the patient's ra lead was successfully explanted and replaced with a new ra lead. The crt-d continues to remain in service with the new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis could not confirm the allegations made against this device in the field.

Event description:
Boston scientific received additional information from the field that this device was explanted due to normal battery depletion with no further allegations relating to this event being made against it. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).